Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a review of the device history record has been requested. Device history lot: part: 04.017.300s, lot: 5933998, manufacturing site: synthes österreich, release to warehouse date: 30. April 2015, expiry date: 01. April 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: investigation summary investigation site: cq zuchwil, selected flow: damage. Visual inspection: the border on top of the nail is strongly damaged. Dimensional inspection: the relevant feature is deformed in a manner which prevents accurate measurement of the feature. Document/ specification review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. As indicated in the manufacturing documents the correct material was used according according to iso-5832-11 specification for implants for surgery. Furthermore, the damaged nail was inspected to 100% before the part left manufacturing site. Investigation conclusion: our investigation has shown, that the reported complaint condition is confirmed due to the damage. The evaluation has also shown that the border on top of the nail is strongly damaged. The border is bent outward. No fragmentation occurred at the crack, all material is still there. The relevant dimensions cannot be verified anymore due to the damage. The review of the manufacturing documents did show no deviation regarding dimensions or material. Based on the provided information we are not able to determine the exact cause of this occurrence. However, we assume that the device encountered unintended forces during insertion, which finally have resulted in the damage. We can exclude, that this damage was caused during removal, because during removal the force is only applied onto the thread of the nail and not onto the border on top of the nail. Finally we conclude that this issue was caused post manufacturing and that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown procedure, the surgeon failed to implant the multiloc humeral nail (mhn) due to a resistance of the nail on the fixing pins of an unknown nail holder and a damaged or deformation on the top of the nail. Therefore, it was impossible to put the unknown screws. The fixing pin of the titanium nail seemed too thin to absorb the constraints imposed during implantation. The humeral nail was replaced with another device to complete the surgery. There was no surgical delay. There was no patient impact reported. Concomitant device reported: unknown nail holder (part #: unknown, lot #: unknown, quantity: 1) and unknown screws (part #: unknown, lot #: unknown, quantity: unknown). This report is for one (1) 7mm ti multiloc humeral nail left/cann/300mm-sterile. This is report 1 of 1 for (B)(4).